Event description:
It was reported that the customer experienced high blood glucose and diabetic ketoacidosis. Customer's blood glucose was 500 mg/dl. It was unknown if the auto mode feature was active or not at the time of incident. Customer received insulin flow block alert and the cannula was bent. No further patient complications were reported. Troubleshooting was not performed. The customer will continue the use device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.